Event description:
It was reported by remote transmission the left ventricular lead impedance has been gradually rising and the pacing threshold is high. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 5076 x2 implantable pacing leads, (B)(6) 2009; 6949 implantable tachy lead, (B)(6) 2005. (B)(4).